Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in once piece. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.